Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance. High threshold was noted. Additional information indicated that x-ray was performed but could not determine the cause of the impedance issue. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.